Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not deliver properly that it broke as it was going into the injector. There was no patient impact. No other information was provided.